Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer declined loading cartridge wille on the phone with cts. Customer stated they will follow up if cartridge alarm reoccurs. Customer declined follow up.